Manufacturer narrative:
(B)(4). The reported alarm was unknown. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The cause of the condition was determined to be a poor connection of the u26 and u42 processors on the digital pcb sockets. To correct the condition, the u26 and u42 components were reseated to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on a homechoice device. This event occurred during the last fill in peritoneal dialysis therapy while the home patient was connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.